Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pains"), urinary tract infection ("multiple urine infections"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, abdominal pain, urinary tract infection, headache and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, headache and urinary tract infection to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection in 2005, gestational diabetes in 2004, obesity in 2004, cystitis in 1996 and parity 3. Previously administered products included for cystitis: norfloxacin 400 in 1996; for an unreported indication: mirena from 2012 to 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced fall ("fall"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pains"), urinary tract infection ("multiple urine infections") with blood urine present, pyrexia, malaise and abdominal pain lower, headache ("headaches"), the first episode of back pain ("back pain"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("pelvic cramps"), the second episode of back pain ("back pain"), feeling abnormal ("brain fog"), pain in extremity ("leg pain"), sleep disorder ("sleep disturbance"), dyspareunia ("dyspareunia"), muscle spasms ("muscle spasms") and personality change ("personality changes"). The patient was treated with cefalexin and surgery (full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, abdominal pain, urinary tract infection and headache outcome was unknown. The reporter considered fall to be unrelated to essure. The reporter considered abdominal pain, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, muscle spasms, pain in extremity, pelvic pain, personality change, sleep disorder, urinary tract infection, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: insertion details: 2 x l5 cs lmp 9 days left trail length: 3 - 4 right trail length: 3 backup contraception femodene diagnostic results (normal ranges are provided in parenthesis if available): culture - on (B)(6) 2015: escherichia coli greater than 100,000 cfu/ml. Ultrasound scan vagina - on (B)(6) 2014: both implants appear to lie in a satisfactory position uterus and ovaries of normal appearance. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2020: reporter information updated; patient history updated; events added to case "fall", "", "heavy menstrual bleeding", "pelvic cramps", "back pain", "brain fog", "leg pain", "sleep disturbance", "dyspareunia", "muscle spasms" and "personality changes". Symptoms of urinary tract infection added as described. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy (nitroflirantoin) on (B)(6) 2014, smear cervix abnormal in 2009, allergic reaction (allergic reaction cleaning fluid - chemical burn) in 2006, pregnancy termination in 2006, urinary tract infection in 2005, gestational diabetes in 2004, obesity in 2004, chickenpox in 2003, haemorrhoids in 1999, gestational diabetes mellitus in 1999, allergic reaction nos in 1998, allergic reaction (allergic reaction cleansing lotion) in 1998, smear cervix abnormal in 1996, depressive episode in 1996, cystitis in 1996, anxiety in 1991, asthma nos in 1989, eczema nos in 1989, bulimia in 1989, fibula fracture in 1987, tonsillectomy & adenoidectomy in 1980 and parity 3 (on (B)(6) 2002 sn (B)(6) 2000.). Previously administered products included for cystitis: norfloxacin 400 in 1996; for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced productive cough ("chesty cough"), 2 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced cough ("coughing"). On (B)(6) 2015, the patient experienced ovulation pain ("ovulatory pain"), abdominal tenderness ("abdominal tenderness") and abdominal distension ("side of abdomen slight higher"). On (B)(6) 2017, the patient experienced fall ("fall"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pains"), urinary tract infection ("multiple urine infections") with blood urine present, pyrexia, malaise and abdominal pain lower, headache ("headaches"), the first episode of back pain ("back pain"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("pelvic cramps"), the second episode of back pain ("back pain"), feeling abnormal ("brain fog"), pain in extremity ("leg pain"), sleep disorder ("sleep disturbance"), dyspareunia ("dyspareunia"), muscle spasms ("muscle spasms") and personality change ("personality changes"). The patient was treated with cefalexin and surgery (full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, abdominal pain, urinary tract infection, headache, ovulation pain, cough, abdominal tenderness, abdominal distension and productive cough outcome was unknown. The reporter considered abdominal pain, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, muscle spasms, pain in extremity, pelvic pain, personality change, sleep disorder, urinary tract infection, the first episode of back pain and the second episode of back pain to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal tenderness, cough, ovulation pain and productive cough with essure. The reporter considered fall to be unrelated to essure. The reporter commented: insertion details: 2 x l5 cs lmp 9 days left trail length: 3 - 4, right trail length: 3, backup contraception femodene. Diagnostic results (normal ranges are provided in parenthesis if available): culture - on (B)(6) 2015: escherichia coli greater than 100,000 cfu/ml. Ultrasound scan vagina - on (B)(6) 2014: both implants appear to lie in a satisfactory position uterus and ovaries of normal appearance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: medical history updated, adverse event ovulation pain, cough, abdominal tenderness, abdominal distension, productive cough added to the case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding / presented with 2 episodes of fresh red pv bleed following total laparoscopic hysterectomy') and pelvic pain ('pelvic cramps 5/10 severity / pelvic pain/ lower abdo crampy pain following total laparoscopic hysterectomy') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy (nitroflirantoin) on (B)(6) 2014, cervical dyskaryosis in 2009, allergy to chemicals (allergic reaction cleaning fluid - chemical burn) in 2006, pregnancy termination in 2006, urinary tract infection in 2005, gestational diabetes in 2004, obesity in 2004, chickenpox in 2003, haemorrhoids in 1999, gestational diabetes mellitus in 1999, allergic reaction nos in 1998, allergic reaction (allergic reaction cleansing lotion) in 1998, cervical intraepithelial neoplasia I in 1996, depressive episode in 1996, cystitis in 1996, anxiety state in 1991, asthma nos in 1989, eczema nos in 1989, bulimia in 1989, fibula fracture in 1987, tonsillectomy & adenoidectomy in 1980 and parity 3 (on (B)(6) 2002 sn (B)(6) 2000.). Previously administered products included for cystitis: norfloxacin 400 in 1996; for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced productive cough ("chesty cough"), 2 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced cough ("coughing"). On (B)(6) 2015, the patient experienced ovulation pain ("ovulatory pain"), abdominal tenderness ("abdominal tenderness") and abdominal distension ("side of abdomen slight higher"). On (B)(6) 2017, the patient experienced fall ("fall"). On (B)(6) 2019, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("leiomyoma"). On an unknown date, the patient experienced abdominal pain ("abdominal pains"), urinary tract infection ("multiple urine infections") with blood urine present, pyrexia, malaise and abdominal pain lower, headache ("headaches"), the first episode of back pain ("back pain"), menorrhagia ("heavy menstrual bleeding"), the second episode of back pain ("back pain"), feeling abnormal ("brain fog"), pain in extremity ("leg pain"), sleep disorder ("sleep disturbance"), dyspareunia ("dyspareunia"), muscle spasms ("muscle spasms"), personality change ("personality changes") and arthralgia ("intermittent right shoulder tip pain"). The patient was treated with amoxicillin;clavulanic acid, cefalexin and surgery (total laparoscopic hysterectomy with fallopian tube removal and conservation of ovaries on (B)(6) 19). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, abdominal pain, urinary tract infection, headache, ovulation pain, cough, abdominal tenderness, abdominal distension and productive cough outcome was unknown. The reporter considered abdominal pain, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, muscle spasms, pain in extremity, pelvic pain, personality change, sleep disorder, urinary tract infection, the first episode of back pain and the second episode of back pain to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal tenderness, arthralgia, cough, ovulation pain, productive cough and uterine leiomyoma with essure. The reporter considered fall to be unrelated to essure. The reporter commented: insertion details: 2 x l5 cs. Lmp 9 days. Left trail length: 3 - 4. Right trail length: 3. Backup contraception femodene. The healthcare professional reported that the removal procedure was uncomplicated and the patient made a good postoperative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): blood count - on (B)(6) 2019: hb139, wcc 10. Culture - on (B)(6) 2015: escherichia coli greater than 100,000 cfu/ml; on (B)(6) 2019: swabs-null growth. Microscopy - on (B)(6) 2019: the cervix shows atrophy but no evidence of dysplasia or malignancy. The endometrium is secretory type. There is a leiomyoma present without evidence of increased mitosis, pleomorphism or necrosis. Both fallopian tubes show simple paratubal cysts and otherwise appear unremarkable.. Pathology test - on (B)(6) 2019: macroscopy: right fallopian tube with fimbrial 75 x 7mm and the left fallopian tube with fimbrial 75 x 5 mm with no obvious macroscopic changes.; on (B)(6) 2019: no abnormalities that were worrying. The womb did have some small benign fibroids but no evidence of any worrying features. The cervix was entirely normal as were the fallopian tubes.. Ultrasound pelvis - on (B)(6) 2019: findings: normal abdomen, normal pelvic, bulky uterus normal ovaries and tubes, no evidence of endometriosis; on (B)(6) 2019: normal ovaries bilateral, centrally placed collection within pelvis measuring 15x7xl2mm. Ultrasound scan vagina - on (B)(6) 2014: both implants appear to lie in a satisfactory position uterus and ovaries of normal appearance; on 06-nov-2019: hysterectomy noted, normal ovaries bilateral, 15x7x12 mm centrally located, collection within pelvis. Urine analysis - on (B)(6) 2019: had. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: some new informations provided: use of co-amoxictav - drug for treatment based on the diagnosis of the urine test (preoperative), new adverse events: arthralgia and uterine leiomyoma and a new health professional was mentioned. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pains"), urinary tract infection ("multiple urine infections"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, abdominal pain, urinary tract infection, headache and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, headache and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.